Manufacturer narrative:
The field complaint of premature depletion was confirmed. Final analysis found elevated current due to increased duty cycle of the internal circuitry. No device functionality anomalies were found.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, it was found that the patient's pacemaker exhibited a large decrease in estimated battery longevity. Premature battery depletion was alleged. The device was explanted and replaced. The patient was stable.